Event description:
It was reported that can't insert the tool with attachment. It was reported that there was no patient involvement. Additional information was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that can't insert the tool with attachment. The likely cause was identified as due to detached distal bearing. It was also noted that laser markings are partially illegible, painted color ring is faded. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.